Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. Cutaneous sinus tract to mesh from the anterior abdominal wall occurred. The device was removed on an unknown date. No additional information was provided.

Manufacturer narrative:
Additional information was requested and the following was received: the retropubic mesh was removed that had been fitted by another surgeon awhile ago as the patient had a discharging sinus between the abdominal wall and the sling. No information about the serial number or initial operation is available. (B)(4).